Event description:
During t2 scn surgery, when the surgeon assembled the guide sleeve to the proximal target arm, the guide sleeve was stuck on the way. Therefore the surgeon removed guide sleeve using a hammer. The surgeon changed the guide sleeve to a backup and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: according to additional information received on 07/22/2013 the complaint was withdrawn: ¿when the target arm and the guide sleeve were checked by our distribution center, it turned out that it functions normally. The sleeve was able to be normally inserted in hole of the target arm. Therefore, these devices are not returned.¿ above information revealed that none of the reported instruments did cause or contribute to the reported event. Thus, the root cause of the reported event is not linked to a deficiency of the instruments reported, but is rather related to a sub-optimal intra-operative procedure. As the tissue protection sleeve had been in use for a longer time (manufactured in 2001) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. Potentially malfunction is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Review of the risk analysis, complaint history, CAPA databases as well as device history records is deemed dispensable in this case. Neither surgical delay nor adverse consequences were reported. No non-conformity was identified.

Event description:
During t2 scn surgery, when the surgeon assembled the guide sleeve to the proximal target arm, the guide sleeve was stuck on the way. Therefore the surgeon removed guide sleeve using a hammer. The surgeon changed the guide sleeve to a backup and the surgery was completed.